Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck diameter was 19mm and distal diameter was 22mm. It was reported that during a post-operative follow-up at five months post implant there was a proximal type I endoleak confirmed. The decision was made to implant a 28/28/49 endurant cuff the next day and the endoleak was successfully resolved; however, there was a type IV endoleak noted. No further intervention was performed. No additional clinical sequelae were reported .

Manufacturer narrative:
(B)(4).